Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Customer troubleshooting resolved the issue. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the high definition liquid crystal display monitor did not display an image. The issue was found during preparation for use. There were no reports of patient harm. Associated patient identifier: (B)(6).

Manufacturer narrative:
The device was not returned to olympus for evaluation. The customer was advised that their configuration (serial digital interface cable connected to the video out port) was incorrect. The customer reconfigured their cable setup from comp out to video in on the monitor. The issue subsequently resolved. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.